Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3008452825-2021-00019, 3005334138-2021-00023, 3005334138-2021-00022. During an af radio frequency ablation procedure, a pericardial effusion occurred. After 2h 30min into the procedure, the patient remained asymptomatic, however, ice revealed a pericardial effusion. A pericardiocentesis was performed and 725cc were drained the pericardium. Following the drainage the procedure was stopped and the patient was monitored overnight and remained in stable condition. The physician mentioned they thought the issue was caused in the la.